Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the requested operative reports are not available for review. Without the requested clinical information, a thorough medical investigation cannot be rendered. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. It was also communicated via the customer feedback form the surgeon does not blame device and is happy with the surgical outcome. Should any additional clinical information be provided this complaint will be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a recon surgery had been performed, the patient reported an infection. The adverse event was addressed with a revision surgery on (B)(6) 2021 to replace the lgn cr high flex xlpe sz 5-6 10mm, gii lng stem 10mm x 100mm, gns ii cmt tib size 6 left, legion cr np fem sz 6 lt, and gns ii resurf pat 35mm. The condition of the patient is unknown.